Event description:
It was reported that this inflatable penile prosthesis was removed and replaced due to a total loss of fluid. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt, at our quality assurance laboratory. This inflatable penile prosthesis underwent a thorough analysis. Both cylinders were microscopically inspected and leak tested. The first cylinder presented buckling folds in the proximal end of its body, along with a leak, due to a hole in the at corner of a fold in the proximal end of the component. The second cylinder passed, leakage testing. However, upon microscopic evaluation, it was noted, that the component exhibited wear at fold in the middle and proximal end of its body. The kink resistant tubing (krt) of both components were worn to the filament. The pump was microscopically inspected, leak and functionally tested. A leak, due to a hole in the pump strain relief krt junction was identified. In addition, the component did not pass activation test, during functional examination. The reservoir was microscopically inspected and tested for leaks. Microscopic evaluation revealed, wear at the reservoir adapter and at a fold in the reservoir shell. Additionally, the krt was worn to the filament. No leaks were identified in the component. Based on the information available and analysis results, the fluid leak caused by a hole in the pump strain relief krt junction could have caused or contributed to the reported clinical observations.

Event description:
It was reported, that this inflatable penile prosthesis was removed and replaced, due to a total loss of fluid. There were no patient complications reported.